Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, insulin drips were not observed to be dripping out of multiple tubings during the load fill tubing sequence. Supply changes were performed resolving the issues. Customer's blood glucose was 400 mg/dl.